Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed. The reporter stated that the chamber was wet due to the tubing having a hole and a leak occurring. Intradialytic parenteral nutrition (idpn) was being infused at the time of the leak. There was no patient involvement. No additional information was available.